Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins). The caller notes the pt's ins pocket seems properly superficial, flat and healed. The caller notes the pt has tried repositioning the wr and has tried applying various types of pressure to ins while charging. The caller reports that pt has not been able to charge ins beyond the 'poor connection during normal charging' screen. The caller states that the pt reported being able to get 'good' connection once during the last week and while charging with this good connection, the pt only got to 10% ins charge after an hour of charging. The caller is with the pt today and is trying to charge ins and notes that it is 'beeping' like it (wr) found the ins but it 'drops off'. The caller reported the same 'poor connection during normal charging' screen with numbers ranging 0-19 during the call with a flashing red battery. During the call, the caller got 'good connection' and was able to maintain it, however the % was not advancing. The rep was not using the belt during this process. Agent consulted with another tech while caller on hold. Agent had caller stop the charge session and then try to reset the wr. After resetting the wr, the caller resumed charging and immediately saw 'good connection' at 30% ins charge. Agent advised that the caller continue charging and that it is important we maintain at least a 'good' connection. Agent reviewed basic considerations like closing apps when not being used, resetting of the wr. At this time, no product to be replaced though if the issue persists, the wr will be replace. Additional information received from the manufacturing representative(rep). Rep stated they spoke to patient today and they started charging is still "awful". Patient's husband is having to hold the recharger over ins and even after 1.5 hours of charging, ins has only gone to 20%. Caller stated with any movement at all, recharger loses connection with ins. Tss sent request to repair for replacement recharger. Tss reviewed that if issues continue with replacement recharger, hcp will need to examine ins site for other potential causes of poor charging connection. Rep reported that a new recharger was sent to the patient. We did have a little better connection, but not great. The physician has decided to move the ipg to see if we can make the recharging better for the patient.

Manufacturer narrative:
Continuation of d10: product ID wr9230, serial# (B)(6), product type recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.